Event description:
Had an MRI of the c spine at (B)(6), (B)(6) 2023 and experienced many symptoms including hearing loss, hyperacusis, autophony, ear pain, jaw pain, facial pain, eye muscle weakness, facial muscle weakness, blurred vision, severe balance issues, ringing in the ears, many ear symptoms such as fullness, crackling, fluid, popping, and more. Was documented with these problems at my ear nose and throat, dr. (B)(6) at (B)(6).

Event description:
Additional information received from reporter on 11-apr-2024, for mw5118719. Reporter calling, stating that she previously had an MRI (magnetic resonance imaging) performed at "(B)(6)". Reporter states she has contacted the hospital reporting the health problems she encountered after her MRI, and "the hospital is denying damages". Reporter states the hospital sent her a letter denying any wrongdoing. Reporter states she is frustrated because "my life has been ruined from this".